Manufacturer narrative:
The fsr found the cpg tab at bottom of ccm screen was disabled. The fsr discussed with this with the user facility's biomedical engineer (biomed). The fsr showed the biomed how to resolve that issue and reset the setting to original. Per the fsr, no parts were replaced and no parts will be returned for evaluation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump (B)(4) on system-1 was not communicating with central control monitor (ccm). The device was not changed out, as they used the local control knob. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the user was not able to track cardioplegia volume during cpb. When the field service representative (fsr) visited the site, the roller pump was not configured as the cardioplegia pump and thus did not track data (grayed out on ccm). The user was able to deliver cardioplegia, without issue, but had to manually track the delivered volume. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.